Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01805, 0001822565-2022-01806, 0001822565-2022-01808, 0001822565-2022-01809, 0001822565-2022-01810, and 0001822565-2022-01811. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that some fractured provisionals and shims missing ball bearings were received via the worn instrument return program. There was no known patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (g04) - provisional bottom. The returned provisional exhibited signs of use (nicked/gouged) and was fractured on the lateral side of the post. Further analysis of tibial articular surface provisionals (tasps) has identified fractures caused by low cycle fatigue culminating in bending overload failure. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.